Manufacturer narrative:
(B)(4).

Event description:
It was reported that during taking the impression, the impression screw (iwsu30) fractured inside the implant. Implant was removed. Tooth location 30.

Manufacturer narrative:
A certain® waxing screw/guide pin (iwsu30) was returned for investigation. Visual inspection of the returned product identified fracture. The iwsu30 presented with a fractured tip. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the returned iwsu30, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iwsu30) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the event was confirmed. A definitive root cause can not be determined; however, it can be associated to excessive torque during placement/seating that exceeds recommended value.

Event description:
No further event information available at the time of this report.